Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 23-mar-2016 from a (B)(6) female consumer and forwarded to (B)(4) on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. It was reported tha it was a painful placement. On an unspecified date the consumer experienced cramps, itching skin, increase or heavy blood loss during menstruation, pain during ovulation, leg pain / foot pain, arthralgia, tiredness, mood swings, vaginal secretion, and vaginal fungal infections. Consumer stated that she had work-related problems and relation and/or family problems. She received medication as treatment. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal cramps. This event is serious due to reported disability (event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems and relation and/or family problems, seen as disability, and no further information was provided, this case was regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal cramps. This event is serious due to reported disability (event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to work-related problems and relation and/or family problems, seen as disability, and no further information was provided, this case was regarded as incident. Other non-serious events were informed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.